Event description:
Terumo medical corporation received the following reported information: the doctor did a successful left anterior descending artery (lad) stent procedure. He used a 6fr sheath for access, at the end of the case he used an angio-seal for closing. He stated that he went to the exact same steps he has been doing for years with success. He advanced the angio-seal wire, removed the sheath, located the arteriotomy and then advanced the angio-seal and deployed it. He still had brisk blood flow. Upon further investigation, it was discovered that the angio-seal had been deposited inside the vessel. He then got contralateral access, did an angiogram and intravascular ultrasound (ivus) and found the vessel occluded. He then used a 4.0 followed by a 5.0 scoring balloon and then a 7.0 balloon based on intravascular ultrasound (ivus). He successfully restored flow. The doctor is planning on placing the patient on anticoagulants for a period of time until the collagen plug is dissolved. The procedure was a left heart catheterization (lhc) and the estimated blood loss was less than 250cc. Additional information was received on 16dec2025: after the physician located the arteriotomy with blood flow return in the arteriotomy locator, he then pulled back the system until no flow was observed. Then the doctor advanced the system one more cm. He advanced the 1cm observing the blood flow, however, also with the centimeter markers/letters on the angio-seal sheath. Then he removed the arteriotomy locator and introduced the angio-seal, he then set and deployed the angio-seal. A photo prior to the angio-seal deployment, videos of angiogram and intravascular ultrasound (ivus) and post angio-seal deployment were provided. Additional information was received on 17dec2025: there were no difficulties with the access, wires, nor catheters. The sheath was 6 fr. After deploying the angio-seal, they had to hold pressure for a few minutes to achieve hemostasis at the site, unsure how long that was. After using the balloons, the patient had flow, pulses and was in stable condition post-procedure.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: rt (r). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 correct section d9 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however, one photo and two videos were provided for review. The photo showed an angiogram of the vessel taken prior to device deployment. One video showed an intravascular ultrasound (ivus) post-deployment of the angio-seal. The second video showed an angiogram of the vessel post-deployment. One photo and two videos were provided for review. The complaint was reviewed with terumo's chief medical officer, but no determination regarding the event could be made based on the available information. The ivus was reviewed, and an obstruction in the artery was confirmed. Pre- and post-deployment angiograms were also reviewed, and occlusion was confirmed through the provided images. The cause of the reported event could not be confirmed based on the provided information. The medical device was not returned and could not be inspected. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).